Event description:
When the customer used the subject device for a procedure for the first time, a burning smell occurred and the output stopped during a procedure.

Manufacturer narrative:
The subject device was returned to olympus. The grasping section was deformed, the grasping surface was severely worn, and the metal portion was exposed. The tip of the probe had a scratch that resulted from having contacted with the grasping section. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the tip of the probe contacted with the tip of the grasping surface intensely due to the deformed grasping section, the tip of the grasping surface became hot and was worn away, and a burning smell occurred. After that the ultrasound output failed to activate since the exposed metal part of the grasping surface contacted with the tip of the probe. This report is being submitted as a medical device report in an abundance of caution.